Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# . Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was cracked by the "l" pole clam and visible contamination. Error history log review found a watchdog and a primary audible alarm background test. The root cause of the reported issue was unable to determined. No external damage or contamination to interconnect board or speaker. Actions were taken to mitigate the reported issue: replaced speaker and interconnect board as preventive measure. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump had a watchdog failure error code, primary audible alarm background test. No patient injury was reported.